Event description:
Ous MDR - slowly rising pacing impedances and thresholds were noted. The impedance started to increase in (B)(6) 2013. Output increased from 2.4v to 3.8v in (B)(6) 2013 which was two months before impedances started to rise. Output continued to be programmed up and was at 6v on (B)(6) 2017. This lead was explanted due to the rise in thresholds and impedances were greater than 2000 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severely damaged and fragmented. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple insulation damages and pulled out conductor cables. Based on the characteristics, these damages resulted from mechanical and tensile forces applied during the extraction procedure. With regard to the issues mentioned in the complaint description, the visual inspection of the received lead fragments did not show any peculiarities. Due to the extent of the extraction damages, no further analysis of the lead was feasible. Therefore the received diagnostic images were investigated. The available xray movie showed a structure around the lead tip, consistent with the observation reported in the complaint description, which might be encapsulating fibrotic attachments. That the distal lead fragment could not be extracted, corroborate the assumption of an increased ingrowth. In addition the manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms.